Event description:
It was reported that there is fluid leaking from the exit site. A known vesicant has been placed inside the powerpicc. Powerpicc is currently insitu with a plan to remove at a later date.

Manufacturer narrative:
The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of rewf0901 showed no other similar product complaint(s) from this lot number.